Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as "(B)(6)".

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a value of 200 ng/l. The sample was repeated, resulting as 3 ng/l. No adverse events were alleged to have occurred with the patient. Controls were within range. The troponin t reagent lot number was 305646, with an expiration date of june 2019. The field service engineer replaced pinch tubing and the internal tubing of the instrument. The issue was resolved after replacement of the internal tubing.

Manufacturer narrative:
The service engineer replaced the pinch tubes and instrument tubing. The issue was solved after this. It was determined that the customer¿s mixer speed was out of specification. The cause of the event could not be determined.